Event description:
Reportedly, after firing, could not remove the device, since the distal side tissue was not cut. Anastomosis was performed again with another device. Email sent 9/15/2006: per response, there was unanticipated tissue loss of more than an inch. Changed code from malfunction to serious injury.